Manufacturer narrative:
Clarification b3 (date of event): patient stated they noticed mild symptoms of capsular contracture, "20 years ago" but started to experience it more severely on (B)(6) 2025. Clarification d.6a (implant date): patient stated the devices were placed in "1988" or "1989". Clarification d1: patient confirmed the devices were silicone gel breast implants that were manufactured by mcghan. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii/ IV.

Event description:
Patient reported left side ¿capsular contracture, baker grade iii/IV¿, "severe pain". Also reported "fibroadenoma" which is deemed not related to the device. Device remains implanted.